Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 37751, serial# (B)(4), product type: recharger.

Event description:
The consumer reported that the implantable neurostimulator recharger (insr) was not working. They received the replacement insr and everything had been fine. The consumer confirmed that there were no other issues with the therapy or devices and the patient was receiving adequate therapy.

Manufacturer narrative:
Other applicable components are: product ID 37751, serial# (B)(4), product type: recharger.

Event description:
The manufacturer representative (rep) reported that they were having difficulty or was unable to charge. It was reported that their clinician programmer showed a discharge message, not a telemetry failure, and no response. There was a report that the patient programmer and the implantable neurostimulator recharger (insr) showed poor communication. It was reported that the patient was in a wheelchair and was unable to use the recharging belt. There was a report that they could feel the implantable neurostimulator (ins) implant. An antenna locate was attempted and it did not resolve the issue. The rep was able to get around the 50s using the antenna locate feature but no coupling bars. There was a report that the ins was not working. There was no coupling bars during recharging and the rep reported that they wanted to troubleshoot with the patient more and have the patient call back if the troubleshooting didn't work. No symptoms were reported. Relevant medical history includes spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.